Manufacturer narrative:
Customer did not provide device serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device displays error code 01000 during daily shift check. There was no reported patient involvement.